Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a carotid stent placement procedure. Reportedly, when tension was pulled on the blue rail suture, the blue limb broke [suture break]. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a less than 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.